Manufacturer narrative:
H6: investigation summary : customer returned an image of a shelf carton for 1ml, 31 gauge, 6mm syringes from lot 0097235. The syringe in question is not featured in this image. It has been noted that this is the only report of a broken needle for this lot. A review of the device history record was completed for batch# 0097235. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of a broken needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 100 syringes 1.0ml 31ga 6mm u40 experienced a cannula that broke off. The following information was provided by the initial reporter: patient has complained while injecting with bd glideu40 syringe the needle got detached and remained in body while withdrawing from body. They also stated the same complaint was reported by few more patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 syringes 1.0ml 31ga 6mm u40 experienced a cannula that broke off. The following information was provided by the initial reporter: patient has complained while injecting with bd glideu40 syringe the needle got detached and remained in body while withdrawing from body. They also stated the same complaint was reported by few more patients.